Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a lesion in the mid circumflex coronary artery. A whisper extra support guide wire was advanced to the target lesion. A balloon catheter attempted to advance but got stuck on the guide wire. Another balloon catheter attempted but got stuck at the same place on the guide wire. There was also resistance during removal of the balloon catheters from the guide wire. The physician commented that there is an issue on the guide wire that was not allowing the balloon catheters to glide over the guide wire. Another guide wire was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty to position and difficult to remove were able to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or interaction with the anatomy and/or other devices resulted in the noted kink and multiple bends thus resulting in the reported difficulty to position and difficult to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.